Manufacturer narrative:
The returned device was examined and found to have a fractured tip. The complaint is confirmed. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.

Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation. Report two of two for the same event, see also 3004485144-2016-00099.

Event description:
The sales associate reported broken and bent retractors during surgery. The retractor attachment bent. The tip of the retractor broke off about one inch as the doctor was securing it. The doctor was able to retrieve the broken piece from the patient.